Manufacturer narrative:
Reported induration/pain when sitting. Lt. Balloon was removed in office. Urethral erosion suspected but not confirmed, no scope completed to confirm. Lt. Device implanted (B)(6) 2023, explant date (B)(6) 2023, and reimplanted (B)(6) 2024.

Event description:
Reported induration/pain when sitting. Urethra erosion suspected not confirmed.